Manufacturer narrative:
Initial 7 of 7. E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced cannula issues involving seven infusion sets, all of which had kinked cannulas. The events resulted in hyperglycemia and treated the elevated blood glucose with correction boluses delivered via the pump and manual injections.